Event description:
The manufacturer received information alleging a ventilator's tidal volume display was low. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's tidal volume display was low. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. No components will be replaced at this time.